Event description:
It was reported, the patient presented in clinic due to phrenic nerve stimulation. Upon interrogation, a loss of capture and low sensing were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and a perforation was suspected. The rv lead was explanted and replaced to resolve the event. The patient was stable.